Event description:
Reportable based on analysis completed on 11mar2024. It was reported that during procedure involving an faradrive steerable sheath, air was coming in and out the sheath through the hemostatic valve when a farawave catheter was inside the sheath. The issue was resolved with replacement of the faradrive sheath. The procedure completed without patient complications. The device is expected to be returned. However, analysis of the returned device also revealed a tear of the flush lumen side port.

Manufacturer narrative:
Analysis of the returned device revealed no visual abnormalities. The sheath was leak tested and failed all testing. The device was examined on the microscope to inspect the flush lumen tear. It was observed that the flush lumen was torn close to the side port, where the adhesive filet bonds the lumen to the hub of the sheath. Subsequently, microscopy was used to inspect the valves. No significant damage was noted.